Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has continued pain and the ins has only partially been helped by their ins. The patient has had many phone calls and visits to resolve the pain. The patient's pain has not been resolved, but per the healthcare provider (hcp) the pain is not the fault of the ins, manufacturing representative (rep), or the manufacturer. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient is having pain right above their right knee cap. The patient wants to know why he can never get the pain to go away. The patient mentioned he met with a manufacturing representative (rep) 3 different times and therapy seemed okay and then all of a sudden now it does not. No further complications were reported. No additional patient symptoms were reported.